Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: condoms. In 2008, the patient had essure inserted. In 2008, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("cramp during period"), abdominal pain lower ("felt like cramps sometimes mild, sometimes severe"), abdominal pain upper ("stomach pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, cystitis, migraine, headache, nausea, dysmenorrhoea, abdominal pain lower, abdominal pain upper and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, cystitis, dysmenorrhoea, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discremptency-date(s) of insertion: 2008, 2009,2010 he has attempted essure procedure on patient twice now in the clinic and was able to get the clinic and was able to get the right side but not the left on two different occasions, thus he has scheduled her for a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received: newly added events- stomach pain, abdomen pain, device monitoring procedure not performed. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: condoms. In 2008, the patient had essure inserted. In 2008, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("cramp during period") and abdominal pain lower ("felt like cramps sometimes mild, sometimes severe"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, cystitis, migraine, headache, nausea, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy-date(s) of insertion: 2008, 2009,2010 he has attempted essure procedure on patient twice now in the clinic and was able to get the clinic and was able to get the right side but not the left on two different occasions, thus he has scheduled her for a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received: reporters were added. Case become valid since injury nos was replaced by new specified events; bladder infection,migraines, headaches, nausea, pelvic pain, dysmenorrhea and abdominal pain lower. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.